Event description:
On (B)(6) 2010, pt reported his down button on his infusion device is no longer functioning. Pt stated, he discovered the issue when the display was not changing while he was attempting to program a bolus. Pt reported the button pops back up. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.